Event description:
Novasure ablation performed (B)(6) 2014. Had infection during healing process. Within 6 months I started having the following complications: pelvic pain, pelvic heaviness, severe bloating, painful ovulation, painful periods, painful intercourse, sexual dysfunction, hematometra/hematosalpinx, post ablation tubal sterilization syndrome, possible organ scaring, possible prolapse, myometritis. Note that I had essure in the left fallopian tube prior to treatment which may have caused localized burns. I have pain on that side and possible bowel issues originating on that side.